Event description:
It was reported that "the product appears to function properly immediately after delivery, cases of tip detachment tend to occur". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the article was not sent to the manufacturer for inspection. The article was manufactured according to its current specifications. Since the adhesive surface is too small, the design of the shaft was revised by extending the sleeve. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).